Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file. The submitted log file showed data spanning approximately 11 days (B)(6) 2020 per the timestamp). Throughout the log file, there were several intermittent atypical low voltage advisories while being connected to the power module due to the rsoc voltage levels in both power cables dropping below their expected values. The alarms resolved on their own once the voltage was restored to the expected threshold. Multiple attempts were made to obtain additional information about the reported event, such as if the heartmate ii system controller will be returning, and the serial number of the controller used at the time of the event; however, no response was received. The root cause of the reported event could not be determined through this analysis. Incidental findings: atypical driveline disconnections, power fluctuations. Heartmate ii patient handbook, under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory alarms, low speed hazard alarms, driveline disconnected alarm, low flow alarm, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) under section 2 entitled ¿system operations¿ describes how to ensure that the driveline is safely and properly secured in the system controller. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03749. It was reported that the patient came into hospital emergency department for an unrelated incident. Vad interrogation revealed multiple pump stopped, low flow, and driveline disconnect alarms. Patient stated he has not heard any alarms from his controller at home. Small area of damage noted to external portion of driveline. Xrays of entire length of driveline taken and patient placed on ungrounded cable for the time being. A log file review was requested. The data showed (8) pump stops (5) low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rpm. These events are associated with driveline disconnects. The patient did not disconnect/reconnect his driveline from his controller. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on batteries and power module. In order to prevent further interruption in support technical services suggested it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. The log captured increased power/flow events (many associated with pi events) during the ~11.5 day length of the file. Technical services observed low voltages on rsoc (relative state of charge) while the patient is tethered on patient cable (most often due to cable fatigue). A driveline repair for was scheduled for 22jul2020. The x-rays received were unremarkable. Tech services scheduled driveline repair on 22jul2020. It was reported that on 22jul2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~3" inches from the exit site. Perc lead replacement performed per op 1005966 rev f. After repair tethered patient on grounded pt. Cable without issue. Returned removed perc lead for evaluation. It was reported that the alarms have all resolved since the driveline repair. The patient is doing well. No symptoms or issues from a lvad standpoint. The plan of care is to treat the patient for the initial reason he came into the hospital and send him home in a couple of days. It was reported that the patient will utilize and was issued one unshielded patient cable for home use. It was reported through patient product that the patient underwent pump exchange on (B)(6) 2020, from hm ii (vad-20121) to hm 3 (mlp-022208).